Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to have recorded inappropriate atrial tachy response episodes with evidence of noise on the competitor right atrial (ra) lead in addition to increased right ventricular (rv) lead pacing percentages since implant of this device. The patient's health care professional (hcp) requested boston scientific technical services (ts) review available device information and discuss any potential non-surgical means of resolution. Upon review of device data ts noted several abrupt and significant increases in pace impedance measurements on the competitor rv lead though none were outside normal limits. Other lead parameters appeared satisfactory and stable on both leads. Ts suggested performing several tests to further assess the patient's leads and provided potential programming options based on those results. No adverse patient effects were reported. This system remains in service.